Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2018, during which the patient's lead was repositioned to resolve this issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain at the lead site. The patient's lead is eroding through the skin and is visible at the lead incision site. Surgical intervention may be pending to address the issue.